Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified outer spherical surface shows scratches on the side. Taper hole shows dark foreign debris on the wall and bottom. No other damage was noted. The head was sent to sem. Results: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-2000 digital microscope. (B)(6) assigned the score 4 and (B)(6) assigned the score 3. After discussion and consensus, this taper was assigned a modified goldberg score of 3. A score of 3 corresponds to ¿fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris". Review of the device history record identified no deviations or anomalies during manufacturing for the head. Medical records were not provided. A definitive root cause cannot be determined for the metal related pathology and corrosion. There is no problem found relating to the neck and stem not disengaging as they are designed to achieve stable, long term fixation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported the patient underwent a hip procedure that was subsequently revised approximately thirteen (13) years later due to cobalt levels of 8.1. The patient had an MRI which showed a collection of fluid and was brought to surgery for a revision. The head and liner were removed. The liner was damaged upon removal. The kinectiv neck was not able to be removed and was left in the stem. The stem was solid in the femur and was not explanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): cat# 00630506040 lot# unk liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell; unk 60 trilogy cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00801; 0001822565 - 2023 - 00802. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.